Manufacturer narrative:
A portion of catheter tubing was returned with a knot in the tubing. Only the portion of tubing was returned without the hub. A definitive root cause for this issue cannot be determined. Although requested, no imaging of the knotted PICC line in the patient was received. The location of the knot in relation to the catheter, location of the PICC line in the patient, and other factors related to the insertion and maintenance of the PICC line are unknown. Potential causes relate to the location of the PICC at insertion and patient physiologic factors. This issue is not related to a product failure. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways clinicians can ensure the line is properly inserted.

Event description:
The PICC knotted inside a patient during insertion. Line knotted in the left saphenous. Surgical intervention was required to removed the line. A new PICC was placed.